Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -01.00/+1.5/087, into the patients right eye (od) on (B)(6) 2021. The patient complained of glare/haloes and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).